Manufacturer narrative:
This report is for one (1) unknown prodisc-c implant. Without a valid part and lot number, a UDI number could not be generated. Date of original implant procedure is unknown. It is unknown if the device has been removed. (B)(4) used to report the patient¿s sensory neuro deterioration. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via a (B)(4) that patient (B)(6) presented with sensory neuro deterioration. At this time, the cause is unclear. No additional information is available at this time. This report is for one (1) unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of sensory neuro deterioration. This event occurred 11 years after implant surgery and there is no indication that this event was related to surgery or implant. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of sensory neuro deterioration. This event occurred 11 years after implant surgery and there is no indication that this event was related to surgery or implant. If additional information becomes available, this determination should be re-reviewed by a clinician.